Manufacturer narrative:
A ge service representative performed an onsite investigation. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.